Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that prior to use with bd ultra-fine¿ insulin syringe the barrel was damaged. 3rd of 4 events. The following information was provided by the initial reporter: the end of the barrel in the direction of the needle is lifted.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 19-sep-2023. H6: investigation summary customer returned (12) 1ml 31ga 6mm syringes loose. All the returned samples visually examined and observed 4 syringes with scratch marks on the barrel. Due to unknown batch number, no DHR can be completed. Embecta was able to confirm the customer indicated issue as scratch marks on the barrel. Root cause cannot be determined.

Event description:
It was reported that prior to use with bd ultra-fine¿ insulin syringe the barrel was damaged. 3rd of 4 events. The following information was provided by the initial reporter: the end of the barrel in the direction of the needle is lifted.